Manufacturer narrative:
Concomitant product(s): a 407645 lead, implanted: (B)(6) 2006; dtbb1d1 crtd, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and a temporary pacing system was implanted until the system can be replaced. No further patient complications have been reported as a result of this event.